Event description:
We received a report that a bottle of balanced salt solution fell to the floor after the hanger failed during a surgical procedure. There was no injury to the patient or the doctor.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.